Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services stated that the image was extremely intermittent when connected to a test monitor. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the glidescope was functioning properly until the video baton was inserted inside the patient's mouth. The airway couldn't be seen anymore and thus intubation was impossible. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.